Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified a crease fold and wear abrasion. Leak test and microscopic analysis was performed which identified the unit does not leak. The fill test inspection was performed with the result of no blockage. Based on the device analysis the final assessment is that creases are observed but have no relationship with manufacturing and no observed openings on the device.

Event description:
Health professional reported left side capsular contracture, baker grade iii, and "possible deflation", as well as "crease identified at time of decontamination". Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Health professional reported left side capsular contracture, baker grade iii, and "possible deflation". Device remains implanted.

Manufacturer narrative:
The reason for reoperation was capsular contracture, baker grade iii, and "possible deflation".

Event description:
Device was explanted. Healthcare professional also reported "crease identified at time of decontamination".